Event description:
Additional information was received that the explanted devices were discarded, as the hospital facility policy to return explanted devices.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that at a patient's appointment on (B)(6) 2013, the patient reported that she started feeling pain in her neck around the lead site on (B)(6) 2012. After performing diagnostics, the physician's assistant (pa) found that her device was at neos=yes. The pa said this 'pain'; she is feeling may be due to the battery dying, so the pa referred the patient for generator replacement with possible lead replacement if the surgeon sees fluid in the lead at the time of surgery. However, there is no indication of fluid in the lead initially. The pain was not believed to be associated with stimulation, as it was present constantly. No causal or contributory programming or medication changes preceded the onset of the event, and no trauma or patient manipulation preceded the onset of the event. No programming changes were made. The patient was referred for generator replacement for patient comfort, per the treating pa. System diagnostics were within normal limits. An implant card was later received reporting that the patient had generator and lead replacement on (B)(6) 2013 due to generator near end of service. Follow-up revealed that the surgeon observed fluid leaks in the lead, so the lead was replaced as well. Attempts for product return are in progress; however, the explanted devices have not been received to date.